Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported postoperatively that the right ventricular (rv) lead exhibited undersensing and the threshold was unable to be increased. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.